Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by interventional radiology that a (B)(6) year old female patient was having the catheter placed for dialysis. The physician stated the venous and arterial ports were switched. The red was connected to blue and the internal ports were backwards. There was no reported patient death, injuries or complications. The catheter was removed and replaced with a different catheter successfully. There was no delay in therapy.